Event description:
Device malfunction:none, time of symptoms/ae: post-procedure, symptoms/ae: hyperperfusion syndrome. It was reported that post stenting of a rica and after the pt was moved to the general floor, he was noted to have confusion. CT of the brain was done to rule out stroke and was negative. Treatment consisted on labetalol and hydralazine for bp control which resulted in prolonged hospitalization. Hyperperfusion syndrome stop date is 2007. The pt had been discharged from the neuro svc four days later, but was in the rehab unit for a "short period of in-pt rehabilitation". The pt continued to have periods of intermittent confusion, which was present at baseline as the pt has pre-existing dementia. The pt was discharged home two weeks later. No add'l info available.

Manufacturer narrative:
The lot history record (lhr) was reviewed and there are no non-conforming material reports (nmrs) associated with this lot number.